Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The testing equipment confirmed that the valve group was leaking and could not be used normally. The fse replaced the valve assembly and spare parts. After replacement, repair the equipment according to the factory specified requirements. All functional and safety checks have been performed to meet factory specifications.

Event description:
N/a.

Event description:
It was reported that while on site testing, the cardiosave intra-aortic balloon pump (iabp) has leaks identified. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.